Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device analysis: "1 empty syringe of 0.55ml received without cap but with one needle attached. No defect observed". This is a known potential device malfunction addressed in the product labeling.

Event description:
Healthcare professional reported a syringe of juvéderm® volbella® had the needle pop off and spilled on patient during injection. No injuries to patient or injector were reported. The packaged needle was used.